Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses reported nuisance air-in-line alarms both on their old and their new pumps. They stated that they have had just as many of the new pumps as the old. This was reported to bd representatives during the site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. Investigation summary: the report of air-in-line alarms could not be confirmed or replicated during the investigation, as no device was received for evaluation. During their visit, bd representatives observed that the IV set was being loaded into the pump module improperly. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. During the recent practice consultant site visit at (B)(6) hospital, it was observed that one nurse was loading the upper fitment from the front. It was also noted that neither nurse used the roller clamp when opening the lvp door during a demonstration of how they would troubleshoot an air-in-line alarm. Additionally, both nurses forced the safety clamp into the housing prior to reloading the IV set. Education was provided on proper sensor cleaning techniques and set loading procedures were reinforced. Additionally, training was given on the functionality of the safety clamp, and guidance on the correct use of the blue lever was also provided. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, log analysis could not be performed. No suspect device was returned for this investigation; therefore, testing could not be performed. Per bd air-in-line alarms tip sheet, to reduce the potential for nuisance ail alarms, ensure that tubing is fully inserted in the ail detector. Tips to reduce air-in-line (ail) alarms: 1. Do not stretch the tubing (especially the pump segment in the blue sheath) when removing IV tubing from the package and inserting it into the bd alaris¿ pump module. 2. Close the roller clamp on the tubing set. 3. Squeeze the drip chamber gently and fill it two-thirds full. Hang vertically. 4. Slowly prime the tubing (this is necessary to help prevent turbulence). 5. When inserting the tubing into the ail detector, use a fingertip and firmly push tubing toward the back of the ail detector. 6. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm.) 7. Place the bd alaris¿ pump module as close to the level of the patient¿s heart as possible. 8. Pause the channel before replacing a fluid container to avoid air from entering the IV tubing. 9. If the module continues to alarm for ail, label it and send it to biomedical engineering. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the air-in-line alarms in the pump modules could not be identified during the investigation, as no logs or device were received for review. During their visit, bd representatives observed that the IV set was being loaded into the pump module improperly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses reported nuisance air-in-line alarms both on their old and their new pumps. They stated that they have had just as many of the new pumps as the old. This was reported to bd representatives during the site visit. There was no information on patient involvement.